Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient present to the clinic the device could not be interrogated. After several interrogation attempts, the programmer was turned off and on and the device was then successfully interrogated. Upon interrogation, there was ventricular under-sensing causing false "pause" alerts. After changing a few settings, the sensing issue was fixed. The session was ended, and the patient returned home with no issues. No further problems with this patient and device.